Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On (B)(6) 2009, the MFR became aware of the voluntary medwatch report (B)(4) received by the food and drug administration . During a c3-t2 posterior fusion and instrumentation with allograft, c6-7 smith petersen osteostomy the mayfield skull clamp slipped. The pins that held the clamp in place moved from initial position. The event resulted in requiring both physicians to unscrub and reposition the mayfield pins and skull clamp.